Manufacturer narrative:
02-feb-2026: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
Hit myself/ poked- mouth [mouth injury], head shot off, oral-b power oral care refills [device breakage]. Case narrative: consumer via phone stated that she hit herself as the toothbrush head shot off. No serious injury was reported. Follow-up (02-feb-2026) product investigation results: no manufacturing cause and no design issue was identified. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Hit myself/ poked- mouth [mouth injury]. Head shot off- oral-b power oral care refills [device breakage]. Case narrative: consumer via phone stated that she hit herself as the toothbrush head shot off. No serious injury was reported.